Event description:
It was reported that following the implantation of a miniarc pro, the patient experienced difficulty emptying bladder. The patient was discharged home from the hospital with a foley catheter for a post-void residual (pvr) of 450cc. The patient had another voiding trial and the foley catheter was backfilled with 360cc sterile water, then was removed. The patient voided 250cc. The event was considered recovered/resolved with sequelae on (B)(6) 2016. There were no further patient complications reported in relation to this event. Related to MFR # 3011770902-2016-00050.

Manufacturer narrative:
Add'l info.